Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
Patient stated that the cannula did not immediately deploy and it felt as though the needle did not retract, but she did not notice if the needle was still deployed when the pod was removed. She was experiencing pain on her leg where she was wearing the pod for between 4 and 24 hours. Patient stated that the area was swollen and it was a little bit difficult to get the cannula out of the skin. Patient stated that the area has a blue bruise around the edges of where the pod was located. There was a lump where the cannula was.